Event description:
Facility reports that the sagittal saw attachment gets jammed and will not work with the drill. The reported issue was discovered during tibial transposition surgery. There was 5 minutes delay due to reported event. Spare device was used to complete the procedure. The procedure was completed successfully without any injury to the patient and without any medical intervention. Patient had left rear leg lameness for two weeks. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was used in a veterinary case. No patient information will be reported. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint that the unit will not release the drill could not be confirmed. The device was tested and the complaint wasn''t duplicated. Placeholder.

Manufacturer narrative:
Common name: instr, surgical, orthopedic, ac-powered motor/access & attach. Device is an instrument and is not implanted/explanted. A service history review was completed: the item was received with normal wear. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis.